Event description:
Migraine medication no longer working no matter what amount taken. I was diagnosed with ms and 2 auto immune diseases. Hashimotos and lupus. My thyroid is bad now. I've had an unexplained fever now for 5 years. My white blood cell readings off the chart and a virus they didn't know why or what. I asked the universe what's wrong with me, it said it was my breasts. So I had surgery to remove my silicone breast implants. My left breast implant was mutilated, severed into 2 pieces. Silicone everywhere. The doctor said he could tell it's been like that for at least 6-7 years. My right implant had nickel size holes in it and it was brown and yellow.